Event description:
It was reported that a lead was implanted in a patient after the expiration date of (B)(6) 2011. The lead was implanted on (B)(6) 2013. The patient was doing fine and the lead performed very well. It was uncertain how the ¿use-by date¿ was missed as the staff always put the ¿use-by date¿ in the record and verbally confirm it.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v331899, implanted: (B)(6) 2013, product type lead. (B)(4).